Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro laa closure device was implanted on (B)(6) 2025. The patient was discharged. The patient came returned to the hospital on (B)(6) 2025 with syncope symptoms which included weak, lightheaded/dizziness and hypotension. Ultrasound imaging revealed that the 27mm watchman implant had embolized into the left ventricle outflow tract (lvot) and mitral valve causing damage to the mitral valve. Cardiothoracic (CT) surgery was completed on (B)(6) 2025 to remove the device. The device was found to be tangled in the chords and was carefully teased out. Abrasions were noted on the chords, but no large chords were torn. The patient passed away three days later from post-surgical complications on (B)(6) 2025. The official cause of death was not known.

Manufacturer narrative:
Media evaluated by bsc medical safety: five (5) video loops (3 procedural fluoroscopy and 2 echos) and seven (7) echos still images were submitted for review. The left atrial appendage (laa) ostium diameter was measured at 1.5cm and the deployed device about 2cm. One (1) fluoroscopy loop with contrast showed a significant indentation of the device at the ostium level with at least 1/3 of device outside the laa. This device indentation due to ostium anatomy was also seen in an echo image and the echo imaging also showed a proximal device position (in some images the device was more than 1/3 outside of the laa). In several echo images, the anchor engagement seemed suboptimal. There was no efficient tug test seen in the fluoroscopy imaging. One echo image and one video loop showed the embolized device in the left ventricle (lv), entangled in the anterior leaflet of the mitral valve under the left ventricular outflow tract (lvot). In conclusion, it is possible that the proximal position and suboptimal anchor engagement contributed to the device embolization.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. H6: added patient code dizziness. With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman flx? Pro was discarded; therefore, returned device analysis could not be completed. Media review: procedural media was provided to aid in the investigation and was reviewed by the bsc global medical safety organization. Per the media review task, the closure device did not meet position, anchor, size, and seal (pass) criteria for position and anchor engagement prior to release. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0035815261. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include embolization (dizziness), hypotension, vasovagal reactions (syncope), valvular damage (tissue damage), device explant, and death (hospitalization). Risk review: a risk review was completed and confirmed that the events of embolization (dizziness), hypotension, valvular damage (tissue damage), device explant, and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro laa closure device was implanted on (B)(6) 2025. The patient was discharged. The patient came returned to the hospital on (B)(6) 2025 with syncope symptoms which included weak, lightheaded/dizziness and hypotension. Ultrasound imaging revealed that the 27mm watchman implant had embolized into the left ventricle outflow tract (lvot) and mitral valve causing damage to the mitral valve. Cardiothoracic (CT) surgery was completed on (B)(6) 2025 to remove the device. The device was found to be tangled in the chords and was carefully teased out. Abrasions were noted on the chords, but no large chords were torn. The patient passed away three days later from post-surgical complications on (B)(6) 2025. The official cause of death was not known.